Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a possible balloon rupture and was contaminated. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found a small amount of dried blood in the pneumatic interface module on the safety disk. There were no major faults or failures found within the logs. There was traces of fluids inside the device. The fse replaced the pneumatic interface module (pim) and safety disk. The pim's original safety disk had been used for a prior repair. The unit was functionally tested without any further issues or failures. The iabp was released to the customer and cleared for use.